Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was emitting tones. The patient was brought back in for a follow-up and the field observed difficulty establishing telemetry with this s-ICD. After numerous attempts, a connection was able to be made. The s-ICD remains in service and there were no adverse patient effects reported. Additional information provided from the field indicated the s-ICD was still experiencing telemetry issues, even after performing a magnet reset. Surgical intervention was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was emitting tones. The patient was brought back in for a follow-up and the field observed difficulty establishing telemetry with this s-ICD. After numerous attempts, a connection was able to be made. The s-ICD remains in service and there were no adverse patient effects reported. Additional information provided from the field indicated the s-ICD was still experiencing telemetry issues, even after performing a magnet reset. Surgical intervention was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was emitting tones. The patient was brought back in for a follow-up and the field observed difficulty establishing telemetry with this s-ICD. After numerous attempts, a connection was able to be made. The s-ICD remains in service and there were no adverse patient effects reported.